Event description:
It was reported that during an implant procedure, the patient had an issue with supraventricular tachycardia. The issue was not device related and it was confirmed that it was procedure related. The patient was hospitalized and is currently doing better.